Manufacturer narrative:
No device return anticipated due to this being a legal case.

Event description:
It was reported via a legal tolling agreement, that a male patient, initially implanted on the right knee on (B)(6) 2013, underwent a revision procedure on (B)(6) 2022, approximately 8 years 10 months post the initial procedure for unknown reasons. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear, femoral loosening, and osteolysis. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. However, the root cause and extent of the reported prosthesis wear, femoral loosening, and osteolysis could not be determined as the devices were not returned to exactech for evaluation, and images/radiographs were not provided.

Event description:
Information provided via legal department - claim and revision operative report.patient was revised the second time approximately 4 years, 2 months after first revision. Revision operative report of (B)(6) 2022- patient was revised to exactech devices. Postoperative diagnosis: right knee failed total knee replacement, aseptic loosening femoral component, osteolysis. Patient presented with painful right knee with chronic swelling. X-ray and MRI does not reveal gross loosening. Procedure: extensive synovitis, through synovectomy of the joint was done. Polyethylene liner was removed, noted to be wear of the liner. Femoral component was noted to grossly loose and removed by hand, there was no cement left bonded to the backside of the femoral component. There was mild fibrous tissue beneath with some osteolysis. No evidence of infection grossly. Tibia was tested and noted to be well fixed. Posterior osteophytes were removed. Patella was noted to be well fixed with minimal wear, so it was left in place. There was some bone and soft issue that was overgrowing the lateral aspect that was debrided. Dressings were applied, patient was transferred to the recovery room in stable condition. The patient will be discharged home from the hospital when comfortable and have met all physical therapy goals. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
B7-initial right total knee with tibial insert (serial#: (B)(6)) (B)(6) 2013/revised 4 apr 2018 reported in MFR# 1038671-2020-00428. Information provided via legal department required update and correction of this report. These devices are used for treatment not diagnosis. Investigation pending. There is no other information available. Insert- 02-012-44-4013, logic tibia implant psc, sn (B)(6) is not a recall device.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5 - additional narrative h6 - additional coding after review of additional information received the following sections, have been updated accordingly: d6b: explant date correction.

Event description:
During initial procedure, the patient was implanted with an optetrak polyethylene tibial insert. They underwent a right knee revision surgery on (B)(6) 2018, which included the removal of the failed polyethylene liner, due to accelerated and preventable wear of the optetrak polyethylene tibial insert and was implanted with another optetrak polyethylene tibial insert. Additionally, the legal document stated the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. The document also states that as a further direct, proximate, and legal consequence of the defective nature of the device, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering.